Event description:
The patient was being prepared for transport in a helicopter from a scene to a healthcare facility. Patient was being supported with a self-contained o2 driven CPAP device. Once situated in the helicopter, the impact emv+ ventilator was turned on and it was reported to display a red alarm and "self-check/compressor failure" alarms. The staff reset the device and confirmed the o2 supply and air intake. The patient continued to be ventilated with the above stated CPAP device for the remainder of the transport with no adverse events. The end user reported they were able to replicate the alarm/event intermittently during the transport as they were attempting to reset the device for use. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to continue using the original method of support and not the intended ventilator. This event is being submitted as a serious injury event because the use of this support method was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and a faulty compressor flow transducer was found and repaired. The device was calibrated and output testing was performed. The unit was returned to the end user after it tested within specification.